Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drill was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.8mm quick release drill (part number 80-0387, batch number 403180) was returned for evaluation. The returned drill was examined under magnification and had physical batch number 403180. The drill had a fractured surface that was oblique to the long axis of the drill, indicating a brittle fracture in torsion. The broken drill was measured to determine the location of fracture and approximate the amount of material missing. The drill measured 6.29 inches, indicating that approximately .71 inches had broken off the tip. Drill tip breakage may occur when excessive force is applied to a drill during use to overcome increased resistance and/or a bending load applied during drilling. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery the drill tip broke off in the two anterior screw holes. The drill tip could not be extracted and remained in the patient. The surgery was completed after a 10-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00379 for the screw involved in this event.